Manufacturer narrative:
The issues after an MRI questionnaire was reviewed for potential causes of the reported issue. Based on this review, migration has been ruled out. However, the patient underwent an open bore MRI, and the MRI facility did not follow IFU for specific curonix model device as the patient did not disclose that they had a curonix device implanted. The patient does not have any other stimulator devices implanted but does have reconstructive bone hardware from previous traumatic events. The stimulator is used to treat pain. The cause of the reported issue is due to the MRI not meeting requirements as the patient did not disclose they had the curonix device implanted (user error - patient). Rates reviewed at the most recent complaint trending meeting do not indicate a significant increase in issues after an MRI issues. Issues after an MRI issue rates remain acceptably low; thus, CAPA is not required. Issues after an MRI issue rates will continue to be tracked and trended.

Event description:
The patient reported feeling a slight tickle sensation in the knee after an MRI of the cervical and genicular areas. The MRI was aborted. The patient was instructed to stop using the system. However, they wanted to use it anyway as they need the pain relief. The patient followed up with his physician, images were taken and migration did not occur. The patient is receiving adequate therapy at this time.